Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2020. The original surgery date is (B)(6) 2011. During the revision a poly swap occurred replacing the tibial insert and retaining bolt.